Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the device is not available the manufacture date cannot be identified. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. The instructions for use (IFU) contains the following warning regarding this event: "·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·when inserting the instrument into the endoscope, the distal end of the needle tube na-201sxmay be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
It was reported, the single use aspiration needle's distal plastic part came off during a sample release of formalin. The issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration. The intended procedure was completed using a similar device. There were no reports of patient harm.